Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead 2006-(B)(6); 6949 implantable tachy lead 2006-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high impedance, possibly due to fracture. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert. Nineteen ventricular short interval counts (sic) had occurred since (B)(6) 2013. One ventricular fibrillation (vf) and one lead failure predictor episode of <(><<)> 220ms cycle length were recorded between (B)(6) 2013 and (B)(6) 2013. An out of threshold lead impedance alert was recorded on (B)(6) 2013 and (B)(6) 2013. Lv pacing impedance rose from an approximate baseline of 500 ohms to > 4000 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.